Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system stopped at 00:00 and was not opening the application. Upon troubleshooting, the philips field service engineer (fse) visited onsite, examined the system and determined that the issue was caused by a malfunction in the m-cabinet, specifically issues with the 5v/12v pd scomp and connection stability and found the power supply was off. To resolve the issue, fse checked the 5v/12v voltage on the pd scomp, refreshed all the connections to the power supply, restarted the system, and tested it with the clinical engineering team. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.